Event description:
Philips received a complaint on the dfm100 indicating that the energy delivered was lower than selected. There was no patient involvement. An evaluation was performed by the bench technician and the reported issue was confirmed and traced to a faulty therapy pca and therapy capacitor. The quote for repair was sent to customer however customer rejected. The device remains unrepaired at the customer site and no further evaluation is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.